Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. Extensive internal damages were noted. As a result of the device being tampered with, root cause could not be firmly established. The device was repaired, recertified and returned to the customer. No trend is associated with reports of this type.